Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a leak at the tubing filter while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The customers report of a leak at the filter was not confirmed, however the returned set did leak from the check valve component. The set was visually inspected and no anomalies were observed. Functional testing and pressure testing resulted in leaking from the check valve. The root cause of the leak could not be determined.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.